Event description:
It was reported that the patient had been hospitalized with hypoglycemia some time in january. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with IV fluids and a shot, the type of shot the patient did not know. The patient was released two days after being admitted sometime in january, but the patient did not remember the exact date.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.